Manufacturer narrative:
Therefore, because a serious injury resulted in this event, it is reportable per 21 cfr part 803. This report is for the first patient. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
It was reported that four patients experienced severe pain after having a filling with ceram-x universal. The clinician removed the ceram-x fillings in all four patients and replaced them with voco composite or glass ionomer (non-dentsply products). The pain disappeared within 48 hours for each patient.